Event description:
Patient who underwent an initial powerlink procedure in 2008 underwent a secondary intervention for a contained aneurysm rupture (50 days post-implant). At the initial implant, the patient had a 40mm seal zone length; the bifurcated main body was implanted 25mm into the neck, leaving a length of 15mm from the top of the stent graft to the renals. The physician did not want to place a proximal extension at that time. The patient presented to the ER approx two months later, with abdominal pain. On CT an endoleak of unknown origin was present with a contained rupture. The next day, a 28mm suprarenal proximal extension was placed, with good proximal seal and no apparent leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The patient's long aortic neck and physician's decision to not use an additional proximal cuff during the original procedure contributed to the secondary procedure.